Manufacturer narrative:
E1: facility name : (B)(6). E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that when the power was turned on, the front panel turned off, and an error sound was made due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device, when the power was turned on, caused the front panel to turn off and emitted an error sound. The issue occurred during setup/inspection for use in an unspecified procedure. There were no reports of patient harm.